Event description:
The customer reported that while in use their xhibit central station would power off on its own. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer returned their device to spacelabs healthcare for further investigation. A spacelabs healthcare equipment service center technician evaluated the device and was able to verify the reported issue. It was found that the fans on the video card and power supply were nonfunctional, which can cause the unit to overheat. Due to the age of their device and part obsolescence, the customer was advised that their xhibit central station was no longer repairable.